Event description:
Caller states the advantage meter produced a result of 3 with no blood applied to the test strip. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10 mg/dl to 600 mg/dl.